Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm on the heartmate 3 system controller (serial number: (B)(6)) was confirmed via log file analysis. The system controller was not returned for evaluation. Review of the submitted log files revealed controller internal fault, power cable disconnect, loss of lvad comm, low flow, and pump off alarms from approximately 23:33 15nov2025 ¿ 05:31 16nov2026, as per timestamp. The controller internal fault alarms were associated with opc a and opc b open faults, indicating an issue with fuses a and b. The onset of the alarms was not captured in the log files, so the exact cause and duration of the alarms activating cannot be determined via this investigation. The system controller was not returned for analysis. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including controller internal faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient paged at approximately 4am today with controller fault and pump off. Emergency medical services (ems) arrived, and system controller was exchange was performed. The patient and ems stated that the pump was off, low flow alarm and yellow wrench active. The patient stated alarms had just started when the patient paged. Upon interrogation it appeared the pump has been off since at least 1145pm last night. The patient stated at some point they thought their driveline may have been disconnected and reconnected it. The driveline was connected when ems arrived. Log files labeled dw 16nov2025 are from faulty controller logfiles labeled rdw 6.7.23 are from current controller. The log files were submitted for review. It appeared that the system controller had internal fault alarms beginning between 10:55 pm and 11:55 pm on 15nov2025. Due to the number of constant alarms, the event history does not go back far enough to display the exact moment that the alarms began. Therefore, they were not able to determine if there was an exact cause for the alarms. There were no further fault alarms following the system controller exchange. The new controller did note a few low flow alarms following the system controller exchange at 5:52 am and a few at 10:59 am. The cause of controller fault was not identified. Driveline disconnect source was unclear. Patient symptoms during event were not observed. There was no adverse impact on patient due to the event. The patient was hospitalized due to equipment malfunction and interrogation needed to be completed. The patient was discharged and was doing well.